Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported backup battery fault that started on (B)(6) 2024. It was noted that the emergency backup battery (ebb) was exchanged in clinic on (B)(6) 2024 for the same alarm. The controller was replaced on (B)(6) 2024 in addition to a new ebb for questionable functionality. Log files were submitted from both (B)(6) 2024 and (B)(6) 2024 events. The event log file from 09jul2024 ranged from 08jul2024 at 10:07:31 to (B)(6) 2024 at 13:21:46 and did not contain and ebb faults. The periodic log file captured ebb faults on (B)(6) 2024 through (B)(6) 2024. The log file from (B)(6) 2024 began to capture ebb faults on (B)(6) 2024 due to the ebb failing the load test. The customer was unable to confirm how the controller was worn at the time of the alarm, but the patient was asleep in bed upon initial presentation of the alarm.

Manufacturer narrative:
Section d9: corrected. Section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files but was not reproduced during evaluation of the returned heartmate 3 system controller. On (B)(6) 2024 at 16:54:28, the log file captured backup battery fault alarms due to the backup battery not passing the load test. The exact onset of the alarms was not captured in the log files. The backup battery fault alarms resolved by the time data was logged on (B)(6) 2024 at 03:54:21. Additional submitted log files capture the reactivation of the backup battery fault alarms due to the backup battery not passing the load test on (B)(6) 2024 at 17:48:09. The exact onset of the alarms was not captured in the log files. The backup battery fault alarms remained active through the remainder of the log file. The backup battery fault alarms remained active through the remainder of the log file. The backup battery fault alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event dates in the log files. The returned system controller, serial number (B)(6), successfully operated in a mock circulatory loop for an extended period of time without issue. The system controller was able to charge and operate as intended, pass a self-test, navigate through different display screens, and alarm as expected when the power cables were individually and simultaneously disconnected. The system controller was able to be put into sleep mode. Throughout testing procedures, multiple load tests were performed, and no atypical alarms were able to be reproduced. Multiple attempts to obtain information regarding the return of the 11v backup battery from the reported event date of 09jul2024 were made; however, no additional information was received and the backup battery, serial number sw125-079, has not been received for further evaluation. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. Wire fatigue was found on both power cables as well as fluid ingress in both power cables. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. This section also instructs the user to keep the system controller power cables away from any liquid. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook (rev. D) was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.